Event description:
A report was received that the patient was explanted due to the patient was experiencing new pain down her left leg, which then moved to her right leg, was unable to raise her left leg and was having a difficult time walking. The physician assessed that she may have nicked or tickled a nerve root that would be procedure related. The patient was still experiencing pain down her leg following the explant, however, the physician will take no further course of action regarding this.

Event description:
A report was received that the patient was explanted due to the patient was experiencing new pain down her left leg, which then moved to her right leg, was unable to raise her left leg and was having a difficult time walking. The physician assessed that she may have nicked or tickled a nerve root that would be procedure related. The patient was still experiencing pain down her leg following the explant, however the physician will take no further course of action regarding this.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet, model # sc-1110-02, (B)(6), description: precision ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.